Manufacturer narrative:
A philips remote support engineer (rse) investigated the logs and observed that there was an alarm pause in between 07:44 and 07:48. After the alarms were resumed, the red desaturation alarms were triggered. It was established the user initiated a 3 minute alarm pause at 07:44, which meant no additional alarms were being generated for the desaturation. It was concluded the hospital staff accidentally paused the alarm instead of acknowledging it. Philips will set up additional trainings with the hospital staff to educate the staff on the difference between pausing the alarm and silencing the alarm. Additionally, the philips product support engineer (pse) reviewed the print screens of the logs and noted that there are several technical alarms for spo2, ECG and respiratory during the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the monitor did not generate a red alarm for desaturation. The patient who underwent a tracheostomy desaturated due to an obstruction and spo2 decreased to 34%. The nurse noted the red alarm was not triggering, which delayed medical care. It was also indicated the spo2 red alarm did not sound fast enough. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.